Manufacturer narrative:
This report is filed june 29th, 2015.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet recieved by manufacturer.